Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the reservoir compartment was missing. Customer's blood glucose level was 180 mg/dl. Customer stated that they get into pool and exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.